Event description:
Related manufacturer reference number: 2017865-2022-39561. It was reported that episodes of non-sustained right ventricular (rv) oversensing due to noise were noted on remote monitoring. It was suggested to make a programming change and to have patient come into the clinic to attempt to reproduce the noise. The patient was stable.

Event description:
New information received indicated that several episodes of non-sustained rv over-sensing were observed on a remote transmission, which appears to be due to right ventricular (rv) lead noise. No intervention was made at this time. The patient was in stable condition.

Event description:
New information received indicated that on 20 oct 2023, remote transmission showed another occurrence of right ventricular (rv) lead noise. No intervention was performed. The patient was in stable condition.